Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified anion gap too high on cell 1. The service documentation revealed a bubble at top of cell 1 buffer syringe. The fse replaced buffer valves 635 and 636 and primed which resolved the issue. During the on-site evaluation, the fse observed that after completing qc precision cell 2 was higher than cell 1. The fse ordered the part and returned and replaced buffer valves for cell 2. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified issues with buffer valves on both cells which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
It was reported by the customer that the device provided anion gap issues with high sodium (na) on cell 1. There was no report of death or serious injury.